Event description:
It was reported that during a meniscus repair surgery, after successfully deploying the t1 of the fast fix device, the t2 was stuck and unable to deploy; the surgeon decided to cut off t2 and remove t1 using graspers. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection found the device was received without packaging with dark debris in the needle and the actuator in the post t2/pre t1 deployment position. A functional evaluation found the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle. No containment or corrective actions are recommended at this time.